Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. It was reported as a general statement that an unspecified number of mitraclip procedures had clips that detached from one leaflet while remaining attached to the other (incomplete coaptation). Based on the information provided a conclusive cause for the reported incomplete coaptations cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Estimated dates. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report (single leaflet device attachment/slda), surgical intervention, and prolonged hospitalization. It was reported as a general statement that in an unspecified number of mitraclip procedures to treat mitral regurgitation, post implantation of a clip, the clip became detached from one leaflet but remained attached to the other leaflet (single leaflet device attachment/slda). The patients remained hospitalized to undergo mitral valve replacement surgery for additional treatment. No additional information was provided.

Manufacturer narrative:
The reported hospitalizations and major surgeries are the result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.